Manufacturer narrative:
1 device that was originally coded as evaluated was found after investigation that the device experienced loss of electric function which is not reportable.

Event description:
This report summarizes 44 malfunction event(s), instead of 45.

Manufacturer narrative:
This supplemental is being filed to update a clinical signs code following the completion of a device investigation.

Event description:
No new information.

Manufacturer narrative:
An additional event was identified and therefore added to this summary report.

Event description:
This report now summarizes 45 malfunction event(s), instead of 44.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 44 device(s) was functionally/visually inspected in the field. The device(s) was/were repaired and returned to use. 1 device was not evaluated, as a probable cause for the issue was identified during communication between the customer and stryker and no further assistance was requested by the customer. Evaluation results findings (components/results): 1 device: actuator / mechanical problem identified, 1 device: cable; electrical; sensor / electrical/electronic component problem identified, 1 device: cable; mechanical/structural / device migration, 1 device: chassis/frame / deformation problem; mechanical problem identified, 1 device: chassis/frame / device migration, 1 device: chassis/frame / dust or dirt problem identified, 1 device: circuit board / failure to calibrate or used out of calibration, 1 device: circuit board; controller; led (light emitting diode) / electrical/electronic component problem identified; wear problem, 1 device: computer software / software problem identified, 1 device: connector/coupler / device migration, 1 device: connector/coupler / electrical/electronic component problem identified, 1 device: connector/coupler; gauges/meters / electrical/electronic component problem identified; wear problem, 1 device: fastener / mechanical problem identified, 1 device: gauges/meters / wear problem, 1 device: pin / device migration, 1 device: sensor / failure to calibrate or used out of calibration, 2 devices: battery / energy storage system problem, 2 devices: circuit board / electrical/electronic component problem identified, 2 devices: hydraulic system / mechanical problem identified, 2 devices: tube / dust or dirt problem identified, 3 devices: chassis/frame / deformation problem, 3 devices: chassis/frame / mechanical problem identified, 4 devices: cable; mechanical/structural / mechanical problem identified, 5 devices: cable; electrical / electrical/electronic component problem identified, 6 devices: computer software / failure to calibrate or used out of calibration, there was no remedial action taken. This device is not labeled for single use.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between july 1-september 30, 2025. This report summarizes 45 malfunction event(s), where it was reported the device experienced difficult to load/unload the cot in the ambulance. There was 1 event with patient involvement; it was not known what the patient experienced.